Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of july 28, 2017, was chosen as the best estimate based on the admission date. Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: patient code e2009 captures the reportable event of ureter laceration. Impact code f08 captures the reportable event of prolonged hospitalization. Impact code f2303 captures the reportable event of medication required.

Event description:
It was reported that an amplatz guidewire was used during a cystourethroscopy with ureteroscopy; with treatment of ureteral stricture procedure performed on july 28, 2017, to treat a patient with calculus of ureter. During the procedure, the patient's ureter was lacerated. The patient was discharged one (1) day post-procedure.